Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable was cut and broken wires. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).